Event description:
It was reported that an episode for non-sustained lead noise was observed. Previous alert was observed on the patient notifier in which the episodes were cleared and the patient notifier was turned off during last visit. The device will be reprogrammed during the next follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.